Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that the device was clogged due to pt debris, and when the hospital staff tried to flush the device, there was a disconnection at the pt line stopcock.